Event description:
Rec'd a copy of customer medsun report which states: "during the administration of IV medication, the clamp in the channel failed, allowing a free flow of fluid. When it was noted, the fluid was clamped off with a roller clamp." Additionally the mw states "the entire set up was tested using MFR specifications and no problems were found. All tests passed." Customer reported event on an 8015 pcu, with a serial number that does not track as a valid device s/n. Based on the customer's failure description this file was opened for unk disposable model, and 8015 is considered concomitant. There was no report of pt harm or medical intervention. Although requested, no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.